Event description:
It was reported by a customer in korea that, during pre-test of the taperguard tracheal tube cuff, and prior to the anesthetist inserting the tube into a patient's airway, the nurse was able to inflate the cuff. During this procedure, as the air was infused into the cuff, it leaked right away. There was no patient involvement.

Manufacturer narrative:
The sample is expected to be returned for an investigation. However, it has not been yet received. (B)(4).

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. A visual inspection was conducted, and it was observed that the cuff exhibited a cut. An inflation/deflation test was performed and it was observed that the cuff immediately deflated. The customer reported malfunction was verified. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all products. The operator inspects all products and segregates the defective parts.